Manufacturer narrative:
It was reported that the patient underwent total vaginal hysterectomy on (B)(6) 2012 and suture was used. The exposed suture was removed during follow-up visit and the patient was treated with ovestin ointment in the vagina. It was reported that the patient¿s follow-up visit has been completed and currently there is no further follow up. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse on an unknown date and a suture was used. Post procedure, the patient experienced a suture exposure on the posterior wall of the vagina and was treated with estrogen application. The patient's current condition includes feeling vaginal and anal discomfort and low back pain. Additional information was not provided.